Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, noise was observed on the right atrial (ra) lead during interrogation. The suspected cause was electromagnetic interference. No intervention has been performed. That patient was in stable condition.